Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the system was unable to power on. The review of system log files showed hospitals mains power loss. Upon troubleshooting along with the customer, it was discovered that the hospital's mains breaker had tripped. To resolve the issue, the breaker was reset, then the system powered on normally and returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. External power failures or outages may occur that can cause the system to not to boot up/start up or shut down. This scenario includes a situation in which the main hospital breaker had tripped and is not caused by the philips system. Since the malfunction of an external power source would not be considered a malfunction of the allura system, this event would not be reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.